Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, endoscope communication error might have temporarily occurred between otv-s200 and a scope. Since the phenomenon was not duplicated, they could not determine the cause of the phenomenon. The facility tried to isolate the defect using two different scopes, but e226 error code was not reported in both scopes. No defect was found upon inspection of the otv-s200. The test results were normal, and error e226 was not reported. The instruction manual identifies the following related verbiage: ¿otv-s200 instruction manual 10.2 troubleshooting guide ·code: e226 ·error message: scope communication error ·possible cause: the communication between the endoscope and video system center has failed. ·solution: immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to the regional repair center (ui bolton) for evaluation. The reported issue could not be confirmed as the device was tested and passed all tests in accordance with the original equipment manufacturer manual. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The field service engineer was informed by the customer that the visera elite ii video system processor was reportedly displayed error code e226 with two different camera heads during preparation before use of an unspecified surgery. The procedure was completed using the same processor. There was no delay and no patient injury or harm reported. The service engineer reported the processor could not be repaired in the field and the customer processor will be returned for service.